Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 customer alleged insulin pump is defective due to a delay in the glucose changes leading to high bgs. In addition, customer alleges pump is defective due to unexpected battery power loss alarms. Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and occlusion test and p-cap / reservoir will not lock properly due to missing retainer. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked battery tube threads, cracked case on the battery tube side, missing reservoir tube o-ring, broken reservoir tube lip, detached retainer ring, broken belt clip rails, and faded serial number label. Device's history and trace files downloaded successfully using thus software. Device passed rewind, sleep current measurement, active current measurement, prime/seating, basic occlusion and force sensor test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No power loss alarms noted during testing or in the device trace download. However, low battery alerts noted in the insulin pump history on (B)(6) 2021 at 6:28am and at (B)(6) 2021 at 1:07pm. Therefore, battery change occurred after 1 week. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. Bg values were entered and no delays noted in the glucose changes. No damage noted in the electronic assemblies during visual inspection. In summary, customer allegation on defective insulin pump due to a delay in the glucose changes is not confirmed after calibrating sensor and entering new bg values to see if any delays would occur in which no delays were noted. Lastly customer alleging unexpected battery power loss is not confirmed due to no battery defects noted during testing or in power management graph. Device history shows battery change occurring after 1 week. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated there was a delay in glucose changes. Blood glucose value was unknown. Customer stated that auto mode feature was not active at the time of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.